Event description:
Caller alleging discrepant high inratio value. Unspecified date: inratio = 3.0; lab = 1.2 two minutes between tests. Patient's current coumadin dosage was 3.5 mg/day. Patient's coumadin dosage was adjusted to 4 mg/day for 2 days plus a shot of lovenox after the lab result of 1.2. Patient's therapeutic range 2.5 - 3.5. Although requested, no additional information provided.

Manufacturer narrative:
Investigation conclusion. Investigation pending.

Manufacturer narrative:
Investigation/conclusion update: the customer reported a discrepant high inratio inr result during testing. It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances. Lot meets release specification. Although health issues were identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.